Event description:
It was reported that this pacemaker was recently implanted in the patient, and the device has recorded several arrhythmic episodes, including episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf). Ems had to externally defibrillate the patient. There is a concern about a possible right atrial (ra) lead dislodgement due to the shock therapy. The atrial lead appears compromised, as evidenced by small p-waves on the ECG. The device seems to be functioning within normal parameters, but the episodes may be related to issues with the pacemaker's pacing settings. No adverse patient effects were reported. The system remains in service.